Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member reported that when patient was implanted the ins was not placed correctly so the ins was shut off shortly after it was turned on due to incorrect placement. The ins has not been charged since implant and the patient is now needing an MRI. No patient symptoms were reported. No further complications were reported/anticipated.